Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx covered stent was implanted as part of the e7034 wallflex biliary pre-operative during (B)(6) registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and the results can be found. An assessment of biliary obstructive symptoms (abos) was also taken and no symptoms were reported. The patient¿s karnofsky score was 90. Imaging (CT, eus, mrcp and pet) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 3.5 cm was noted in the head of the pancreas. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. Prophylactic antibiotics were given. On (B)(6) 2016, the patient experienced a non-serious event of fever. On (B)(6) 2016 a biliary reintervention was performed related to the fever and the study stent was noted to be occluded with sludge. During the reintervention, a non-bsc stent was implanted. Additional information received on september 11, 2018. The study site updated the event term of fever to cholangitis. The cholangitis was deemed to be related to the stent. The patient was hospitalized on (B)(6) 2016 due to the cholangitis. The biliary reintervention conducted on (B)(6) 2016, was conducted as an inpatient procedure. The wallflex biliary rx covered stent was removed via ercp using forceps at the retrieval loop. The cholangitis was considered resolved on (B)(6) 2016, and the patient was discharged on (B)(6) 2016.

Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 23, 2016 that a wallflex biliary rx covered stent was implanted as part of the e7034 wallflex biliary pre-operative during (B)(6) clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2016. On (B)(6) 2016, liver function tests were performed and the results can be found in report. An assessment of biliary obstructive symptoms (abos) was also taken and no symptoms were reported. The patient¿s karnofsky score was 90. Imaging (CT, eus, mrcp and pet) and tissue diagnosis using fine needle aspiration (fna) was performed and an adenocarcinoma with a tumor size of 3.5 cm was noted in the head of the pancreas. On (B)(6) 2016, the patient underwent a stent placement procedure and the study stent was implanted in a satisfactory manner. Prophylactic antibiotics were given. On (B)(6) 2016, the patient experienced a non-serious event of fever. On (B)(6) 2016 a biliary reintervention was performed related to the fever and the study stent was noted to be occluded with sludge. During the reintervention, a non-bsc stent was implanted.